Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a customer that experienced a connection issue between the uv transfer set and the titanium adapter. The customer reported that the transfer set would not connect tightly with the titanium adapter and the connection was loose. The titanium adapter remained in use. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 3 of 3 associated with this event.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. Visual inspection identified three units with damaged patient adapter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.